Event description:
It was reported that in the month following the implant procedure, the patient presented to the emergency room with pain and swelling of the cardiac resynchronization therapy defibrillator (crt-d) pocket. The swelling did not respond to the prescribed medication therapy. Additional information was recently received that the source of the swelling was a hematoma. During the surgical procedure, the crt-d system was not explanted but rather the hematoma was evacuated. The crt-d and leads remain implanted and in service with no additional adverse patient effects were reported.

Event description:
It was reported that in the month following the implant procedure, the patient presented to the emergency room with pain and swelling of the cardiac resynchronization therapy defibrillator (crt-d) pocket. The swelling did not respond to the prescribed medication therapy and the physician elected to explant the crt-d, the right ventricular (rv) lead, the right atrial (ra) lead, and the left ventricular (lv) lead to resolve the event and the patient will continue to be monitored. No additional consequences were reported.